Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the customer was unable to fill the cartridge due to "defective" syringe needles. The needles were changed out and the cartridges were filled. Blood glucose was not impacted.